Event description:
Upon receipt of the device, the user reported the cannulae was broken at the distal extremity. No other details regarding the nature of the event were provided. Since the event occurred upon receipt of the device, there was no patient involvement during this event.

Manufacturer narrative:
Component/subassembly failure (tip). Note: the cannula was reviewed under magnification and there was no visible evidence to verify the root cause of the damage. All product shipped to (B)(4) is 100% sorted under magnification prior to shipment to (B)(4). This deformity was not noted during this inspection. This deformation could only be duplicated on other soft flow tips by forcibly bending the tip. The most probable source of damage is shipping and handling during transit to (B)(4). However, it is impossible to determine when the product was damaged and what the root cause of the damage was. The root cause of the reported complaint could not be determined. No corrective action has been implemented for this complaint.